Manufacturer narrative:
Details of complaint: the nk employee reported that a patient in the emergency room was having runs of vtach that were alarming as svt on the monitor. The patient was moved the cvicu and the 1700 input boxes were exchanged. The arrhythmias were appearing in yellow and occasional red waveform as well at this time. The nk employee later found out that the central station in cvicu the patient's arrhythmia only showed 4 arrhythmias that would alarm, the rest were greyed out. The bedside monitor in the room has extended arrhythmia on, the 1700 was removed via export data and the arrhythmia setting was in standard. The nk employee changed the 1700 to default to extended arrhythmias. There was no patient injury reported. Investigation summary: the complaint for the arrhythmia concern was able to observed by the nkc engineering team through log investigation. A review of serial number revealed that there were no similar events. Based on the results of the investigation, the root cause of the issue could not be fully determined. A possible cause of the issue can be attributed to user settings as this was an issue with the vt being detected as svt as the "v beat" was determined to be an "n beat." This issue occurs when these three conditions are met: the shortening of the rr interval, widening of the qrs width, and a change in the qrs shape. To prevent recurrence, the customer should ensure due diligence for the tachy alarm, and if the conditions for determining v beat are not met, to change the electrocardiographic induction and check. Nka/nkc has been notified of this issue (irc-nka300245745) and it is in monitoring phase. No CAPA has been issued at this time. The following fields are not applicable (na) to this report: b2 d4 lot # & expiration date d6a & d6b d7b f1 - f14 g4 device bla number g7 h2 h7 h9 the following fields contain no information (ni), as attempts to obtain information were made, but not provided: a4 - a6 attempt # 1: 04/19/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 04/20/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt #3: 04/21/2021 emailed the customer via microsoft outlook for patient information. The customer replied by simply stating; please see below. I have no further information, providing the patient's date of birth, initials and gender. B6 attempt # 1: 04/19/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 04/20/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt #3: 04/21/2021 emailed the customer via microsoft outlook for patient information. The customer replied by simply stating; please see below. I have no further information, providing the patient's date of birth, initials and gender. B7 attempt # 1: 04/19/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 04/20/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt #3: 04/21/2021 emailed the customer via microsoft outlook for patient information. The customer replied by simply stating; please see below. I have no further information, providing the patient's date of birth, initials and gender. Additional model information: d10 concomitant medical device: the following device was used in conjunction with the central nurse's station (cns): bedside monitor (bsm) model #: ni serial #: ni device manufacturer data: ni unique identifier (UDI) #: ni returned to nihon kohden: ni manufacturer references # 300245745 - 104267 follow up 001

Event description:
The customer reported that the central nurse's station (cns) did not alarm correctly.

Manufacturer narrative:
The nk employee reported that a patient in the emergency room was having runs of vtach that were alarming as svt on the monitor. The patient was moved the cvicu and the 1700 input boxes were exchanged. The arrhythmias were appearing in yellow and occasional red waveform as well at this time. The nk employee later found out that the central station in cvicu the patient's arrhythmia only showed four (4) arrhythmias that would alarm, the rest were greyed out. The bedside monitor in the room has extended arrhythmia on, the 1700 was removed via export data and the arrhythmia setting was in standard. The nk employee changed the 1700 to default to extended arrhythmias. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) did not alarm correctly.